Event description:
It was reported that the pulse generator could not be interrogated. Since elective replacement indicator was imminent, the device was replaced.

Manufacturer narrative:
No medwatch form was received.